Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pin inserter fractured during the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.the following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10.the following sections were corrected: e1, g2.visual examination of the returned device showed signs of use ad the tip was fractured. The device history records were reviewed and no discrepancies were identified. The root cause of the reported event is attributed to wear and tear from repeated use of the instrument for more than seven (7) years.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.